Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibribrillator (ICD), the physician elected to replace this bipolar lead because of oversensing.